Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device had impedances >4000 ohms on all or some unipolar pairs, and contact 0 had impedances >4000 on all combinations. The pt had noticed a loss of therapeutic effect after coughing really hard. Add'l info was requested.